Event description:
It was reported that during a conversation at the account, the surgeon made ref to a case last year with a circular device in which the pt received a transfusion. No other details are known at this time.

Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for evaluation. No device returned for analysis. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not received a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.